Event description:
Involved components nx125 - vega ps gliding surface t2/2+ 20mm - lot unknown nx053z - as vega ps tibial plateau cemented t2 - lot 52542951

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. For the topic vega loosening a product safety case was initiated

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported that there was an issue with nx029z - as vega ps femoral comp.cemented f4n r. According to the complaint description, during explant of the primary knee components, the femur came right off and surgeon noticed that there was not much bone cement adhered to the femoral component. Only a couple of small patches of cement could be seen on the posterior condyles. No cement visible on any other part of component. All bone cement was only adhered to the bone on the femur. A revision surgery was necessary. Additional information was not provided. Additional patient information is not available. The adverse event is filed under aag reference (B)(4). Involved components: nx125 - vega ps gliding surface t2/2+ 20mm - lot unknown . Nx053z - as vega ps tibial plateau cemented t2 - lot 52542951.